Event description:
In 2008, male pt went to or for ateriogram and angioplasty in hopes of saving leg. The pt had right lower extremity ischemia. During removal of sheath, the sheath appeared to break and unraveled. The sheath was removed in an open procedure. The pt had subsequent amputation; however, it is believed the amputation was not the result of our device, but the pre-existing history of pvd. The pt had bilateral above the knee amputation about 4 days later.

Manufacturer narrative:
No product was returned to asssit with our investigation. This product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. We can advise our line of flexor introducers exceeds the requirements of iso 11070 for force at break. Based on this info and the results of our investigation, we cannot determine with certainty why the device unraveled. However, we are aware of the potential for occurrence and are currently taking the necessary action to prevent this type of situation from recurring. We will continue to monitor for similar reports.